Event description:
Patient had seven (7) runs of ventricular beats and the monitor was supposed to alarm but did not. Earlier the monitor showed nine (9) runs of ventricular beats and the alarm went off.